Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy on two separate occasions due to t-wave oversensing of a slow ventricular arrhythmia. Provocation maneuvers to include actions that the patient associated with inappropriate shock, such as hair washing, arms above the head and bending forward, were recreated. Some myopotential noise was observed in both the secondary and primary vector however, no oversensing was observed and some beats were correctly labeled as noise. Device is currently programmed to primary vector 1 x gain, in attempt to determine how this vector tolerates the slow ventricular morphology. Data was also submitted for an engineering level simulation. Multiple episodes were simulated using the same programmed parameters and template in effect at the time of the episode occurrence. The simulation review confirmed that with the smart pass feature enabled, the device was able to mitigate inappropriate therapy due to an increased ability to accurately sense the patients heart rate and corresponding rate changes. It was additionally noted that a setting of 200/240 bpm, optimized sensing capabilities and should be discussed with the physician. No additional adverse patient effects have been reported and to date, this device remains implanted and in service.